Event description:
A consumer reported following bilateral intraocular lens (iol) implant surgeries, she was seeing beams of light immediately after blinking while she was watching television or looking at a lamp. She reported there was a bright area surrounded by a dark area. She also reported that she sees light fans when the light reaches her eye laterally. She notices these events in the afternoon and evenings. She saw a surgeon that was not the implanting surgeon and she was told that this phenomena occurs when the pupils are dilated and was advised to use miotic eye drops to constrict her pupils. She tried the drops but she doesn't want to use them again. The consumer saw the implanting surgeon 20 days following the implant surgery for the left eye and the surgeon noted a slight rotation of the iol. At the consumer's request, the surgeon was not contacted. There are two medical device reports associated with these events. This report is for the left eye.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There were no other complaints reported for this lot. The product investigation could not identify a root cause. (B)(4).